Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right atrial (ra) lead exhibited unstable and high thresholds. The physician elected to re-open the pocket and reposition the lead. Stable thresholds were achieved. The lead remains in use. No patient complications have been reported as a result of this event.